Event description:
It was reported that the permanent cautery hook instrument tip was broken. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The permanent cautery hook was analyzed and found to have a broken distal clevis at the ear of the clevis. The broken piece was not returned, measuring roughly 4.82mm x 4.38mm in size. Clevis does not show abrasions or scratches on the outer surface. Components adjacent do not show damage. The complaint regarding a broken tip was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument tip during handling, insertion, usage (overloading), or removal.